Event description:
Per provider the valve is stuck. Per independent repair center statement the unit will not start. Rexroth valve is stuck and the poppet kit valve is not shifting. The power switch has short circuit. The warm clamp and zip ties tubing are leaking.